Event description:
Event description guidant received information that this patient expired due to complications just prior to and during the insertion of this ventricular lead. The patient's superior vena cave was punctured.